Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog and novolog insulin were tested and found to be safe for use in the t:slim pump for up to 48 and 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with elevated blood glucose (bg) levels. Clinical diabetes educator (cde) met with the customer and customer's mother to review diabetes regimen and found that the family is non-compliant with changing infusion sites and cartridges every 3 days. Reportedly, the family is also withholding carbohydrates from the customer to decrease the amount of insulin received. Additionally, it is the opinion of the health care provider (hcp) and cde that customer has become insulin resistant due to being on low-carb diet, and from puberty. Customer was placed back on the pump while hospitalized and hcp found no issue with insulin delivery. Customer was discharged the following day.